Event description:
It was reported that on (B)(6) 2013, the patient underwent a stenting procedure to treat a lesion in the heavily calcified mid left anterior descending artery. The physician advanced the 3.5 x 38 mm xience xpedition stent delivery system into the patient anatomy; however, the device was unable to cross. The physician applied heavy force, pushing up on the shaft of the stent delivery system. The shaft became kinked. The physician then removed the device, pulling down on the shaft to pull the device out and the shaft separated at a location outside the patient anatomy. The separated segments were easily removed from the patient anatomy. A 3.5 x 20 mm xience xpedition stent delivery system was then able to cross to the target lesion and the stent was deployed to complete the stenting procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - excessive force. Evaluation summary: the device was returned for evaluation. The kink and shaft separation were confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use states: applying excessive force to the delivery system can potentially result in loss of, or damage to, the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.